Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 12/29/2022 by a sales representative via email that an ar-13991n scorpion needle broke off. Case involvement, device breaks during use. Per facility: "when they were using the labral scorpion, the practitioner said they felt the needle hit the glenoid, but without retracting the needle, they moved the gun and tried to fire the needle. It was thought the needle was still in bone when it was moved and fired, thus causing the fracture."

Manufacturer narrative:
This report is being submitted to provide additional information in h3, h6: health effect - clinical code, health effect - impact code, medical device problem, component, type of investigation, investigation findings, investigation conclusions, and h10, and updated information in g1. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error of the device, dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.